Event description:
The patient reportedly experienced facial nerve stimulation and pain at the implant site. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. An x-ray revealed normal placement of the electrode array. Testing performed by a company representative indicated that the device was functioning. The patient's c1 device was explanted.